Event description:
A (B)(6) old male pt contacted zoll customer support to report that he is receiving constant "add gel/replace belt" messages. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (add gel/replace belt messages) has been confirmed. Upon evaluation it ws discovered that the electrode belt had broken wires in the distribution node. The constant "add gel/replace belt" messages experienced by the pt were caused by broken gel-fire lines (yellow wire) in the distribution node. The root cause of the broken wires cannot be positively identified. Once the wires were reattached, the electrode belt was fully functional. No adverse event resulted from the faulty electrode belt. The pt rec'd a replacement electrode belt.